Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105 caused by a failed motor. The motor assembly was replaced.

Event description:
During baxter's functionality testing, it was found that a spectrum pump experienced a system error 105 alarm. There was no pt involvement.